Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The sion blue guide wire referenced and the mini trek balloon catheter referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a coronary graft to obtuse marginal vessel. The sion blue guide wire was advanced without issue. The 2.0 x 12 mm mini trek balloon catheter was then advanced to the lesion and inflated one time, to 14 atmospheres (atm). The mini trek was removed and resistance was noted with the guide wire due to stickiness. The guide wire was wiped down and the 2.5 x 28 mm xience xpedition stent delivery system (sds) was advanced to the lesion. The stent was deployed at an unknown pressure. During removal of the sds, resistance was again noted with the guide wire. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.